Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada referenced is being filed under a separate medwatch report. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified left superficial femoral artery. A 5.0 x 100 mm armada 18 balloon dilatation catheter (bdc) was used; however, it met resistance with a 4.0 x 300 cm steelcore guide wire when the bdc was advancing over the guide wire. Positioning was lost; therefore, both devices were removed as a single unit and another unspecified bdc and a guide wire were used to successfully complete the procedure. There was resistance between the armada bdc and the guide wire during removal. There was a delay in the procedure but it was not clinically significant, and there were no adverse patient effects. No additional information was provided.